Event description:
As reported by a distributor, a peg tube snapped apart as the physician attempted to remove it using the traction method. The internal retention dome was endoscopically retrieved from the pt's stomach. There were no sequelae to this incident and the tube had been in place for three months.